Manufacturer narrative:
Date of event is estimated. E2: reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient lost therapy due to the ipg reaching end of life and impedances were found on one lead. Surgical intervention was undertaken wherein the ipg was explanted and replaced and one lead was explanted. When placing a new lead, physician was unable to implant the lead due to patient anatomy. The second lead was then relocated to the other side. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The ipg in question was not returned for evaluation. Based on the information received, the ipg¿s longevity estimation could not be accurately ascertained and a single definitive root cause for the issue encountered was unable to be conclusively determined. The ipg was replaced to reestablish effective therapy. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.